Event description:
A primary IV tubing was running. Nurse went to hang a secondary set with a chemotherapy agent that was received from the pharmacy. Nurse clamped the primary set with clamp provided on the secondary set, and it cut the primary tubing completely. No chemo spill; no harm to pt or nurse.